Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic catheterization procedure. Reportedly, a cuff miss occurred and a second proglide was used to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was discarded at the facility; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided and the device was not returned for evaluation. Based on the information reviewed, there is no indication of a product deficiency.